Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury appears to be due to procedural conditions. Furthermore, the reported patient effect of tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a tissue injury. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet. It was noted that the steerable guide catheter (sgc) was difficult to insert into the patient. The physician decided to exchange the sgc but was met with the same issue when using the new sgc. The physician performed a venography and was then able to proceed with the procedure by advancing the dilator first and then the sgc after. One mitraclip was successfully implanted reducing the mr to a grade of 1. It was noted shortly after that a small tendon tear had occurred on the posterior leaflet. According to the physician the injury was likely caused by tension applied when grasping the leaflets with the mitraclip. The physician decided not to treat it due to there not being a clinically significant impact. The procedure was concluded. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.